Manufacturer narrative:
On 31-oct-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and prior to the post map, a leakage occurred when attaching or detaching the pressure-resistant tube to/from the hub. The tube would not properly connect, resulting in a leakage. The octaray was replaced with another one. When the complaint device was inspected, the medical team identified a foreign material in the hub. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no foreign material attached to any part of the device. Also, the luer hub was inspected and it was found that a broken part of the irrigation tube connector was stuck inside the luer hub. A manufacturing record evaluation was performed for the finished device 31671888l number, and no internal action related to the reported complaint condition were identified. Since part of the irrigation tube was observed in inside the luer hub, this failure could be also related to the foreign material reported by the customer; therefore, the customer complaint was confirmed. The potential cause of this damage could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and prior to the post map, a leakage occurred when attaching or detaching the pressure-resistant tube to/from the hub. The tube would not properly connect, resulting in a leakage. The octaray was replaced with another one. When the complaint device was inspected, the medical team identified a foreign material in the hub. The procedure was completed without patient's consequence.